Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The laa had a maximum diameter of 28.6 mm and had high-brightness pectinate on the posterior side at 135 degrees and had no depth on fluoroscopy. The wire was pulled to confirm that the device and core wire were attached at the time of preparation. The axis on the anterior side was taken, a flx ball was created and deployed, but it became too proximal and was partially recaptured. An attempt to redeploy from the anterior was made. Since it was pushed out by pectinate and became too proximal, when the device was partially recaptured, it was found that the core wire and the device were separated when half of the device was retracted in the sheath. It is unknown why this occurred as the deployment knob was not turned. Since it was completely separated, the core wire was removed from the delivery system. A snare was inserted into the hemostatic valve using the lumen and the screw part retracted in the sheath was gripped. An attempt was made to completely pull it into the sheath, but the loop of the snare did not function because the lumen was narrow. The snare was replaced with biopsy forceps. The screw was grabbed with the biopsy forceps and the device was successfully pulled into the sheath. The procedure continued but was difficult due to patient anatomy. Another device was successfully positioned. The patient's condition after the surgery was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the returned product consisted of a watchman flx delivery system with the implant detached and the core wire outside the sheath. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. There were numerous kinks on the sheath. The tip was damaged and there were striations on the inside the tip of the sheath. The striations are consistent with recapturing an implant. The implant was inspected and there were holes in the fabric of the device. There were no issues reattaching and detaching the implant from the core wire. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported detached implant. Literature citation: yuya adachi, md; masanori yamamoto, md; ai kagase, md; tatsuya tsunaki; ryo yamaguchi, md. Successful retrieval of a disconnected watchman flx in the access sheath using an endomyocardial bioptome. Circulation reports circ rep 2022; 4: 330-331. Doi:10.1253/circrep.cr-22-0016.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city:(B)(6). Device evaluated by MFR.: the returned product consisted of a watchman flx delivery system with the implant detached and the core wire outside the sheath. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. There were numerous kinks on the sheath. The tip was damaged and there were striations on the inside the tip of the sheath. The striations are consistent with recapturing an implant. The implant was inspected and there were holes in the fabric of the device. There were no issues reattaching and detaching the implant from the core wire. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported detached implant.

Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The laa had a maximum diameter of 28.6 mm and had high-brightness pectinate on the posterior side at 135 degrees and had no depth on fluoroscopy. The wire was pulled to confirm that the device and core wire were attached at the time of preparation. The axis on the anterior side was taken, a flx ball was created and deployed, but it became too proximal and was partially recaptured. An attempt to redeploy from the anterior was made. Since it was pushed out by pectinate and became too proximal, when the device was partially recaptured, it was found that the core wire and the device were separated when half of the device was retracted in the sheath. It is unknown why this occurred as the deployment knob was not turned. Since it was completely separated, the core wire was removed from the delivery system. A snare was inserted into the hemostatic valve using the lumen and the screw part retracted in the sheath was gripped. An attempt was made to completely pull it into the sheath, but the loop of the snare did not function because the lumen was narrow. The snare was replaced with biopsy forceps. The screw was grabbed with the biopsy forceps and the device was successfully pulled into the sheath. The procedure continued but was difficult due to patient anatomy. Another device was successfully positioned. The patient's condition after the surgery was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city:(B)(6).

Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The laa had a maximum diameter of 28.6 mm and had high-brightness pectinate on the posterior side at 135 degrees and had no depth on fluoroscopy. The wire was pulled to confirm that the device and core wire were attached at the time of preparation. The axis on the anterior side was taken, a flx ball was created and deployed, but it became too proximal and was partially recaptured. An attempt to redeploy from the anterior was made. Since it was pushed out by pectinate and became too proximal, when the device was partially recaptured, it was found that the core wire and the device were separated when half of the device was retracted in the sheath. It is unknown why this occurred as the deployment knob was not turned. Since it was completely separated, the core wire was removed from the delivery system. A snare was inserted into the hemostatic valve using the lumen and the screw part retracted in the sheath was gripped. An attempt was made to completely pull it into the sheath, but the loop of the snare did not function because the lumen was narrow. The snare was replaced with biopsy forceps. The screw was grabbed with the biopsy forceps and the device was successfully pulled into the sheath. The procedure continued but was difficult due to patient anatomy. Another device was successfully positioned. The patient's condition after the surgery was stable.